Event description:
Clinical report/der: patient revised for loose femur at cement/bone interface with lysis. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional information was received that indicated that this component was not at issue with this complaint.